Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Dhrs for the fs lite meter were reviewed and the dhrs showed the fs lite meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported receiving unspecified readings on his adc blood glucose meter that was higher than he felt. The customer further reported he experienced symptoms of "shaky and blur vision" and he was incapable of self-treating. And self-presented to a local hospital where a lab draw was performed (results unspecified) and he was diagnosed with hyperglycemia. A non-hcp provided customer ¿candy¿ to boost up his sugar and no further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving unspecified readings on his adc blood glucose meter that was higher than he felt. The customer further reported he experienced symptoms of "shaky and blur vision" and he was incapable of self-treating. And self-presented to a local hospital where a lab draw was performed (results unspecified) and he was diagnosed with hyperglycemia. A non-hcp provided customer ¿candy¿ to boost up his sugar and no further treatment information was provided. There was no report of death or permanent impairment associated with this event.